Event description:
It was reported by the patient that "there is something wrong with the lv lead." It was later reported through followup with the manufacturer's representative that the patient's left ventricular lead has been showing an elevated threshold since implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.